Manufacturer narrative:
An event of guidewire was stuck in the delivery system and difficulty to remove the stuck guide wire from the delivery system was reported. The investigation confirmed there was damage/ kink to the valve capsule at the marker band, with a portion of what appeared to be unraveled guidewire remaining inside the shaft, starting just above the kink at the marker band and continuing down the rest of the visible length of the inner shaft. A test guidewire was inserted into the nose cone and was blocked from traveling further just above the kink at the marker band, where the end of the guidewire could be seen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter valve implantation. A 23mm non-abbott valve was previously implanted and had severe aortic stenosis. A 22mm pre-implant balloon valvuloplasty was performed. A large 0.035inch safari guidewire was placed in the left ventricle. It was impossible to cross the implanted surgical valve with the flexnav delivery system. The nose cone hit the top of the valve. The decision was made to withdraw the guidewire, but it was impossible to remove as it was trapped inside the delivery system. The guidewire was removed by force and was completely destroyed. A new guidewire was unable to be re-inserted. The delivery system was then removed without a guide. There was a dissection of the femoral artery by the delivery system, which was treated with a covered stent. The procedure was aborted. The patient was brought to the intensive care unit (ICU) for monitoring. The patient was reported as stable and awaiting a valve replacement surgery.